Event description:
It was reported that the concerned device electrode array had been dislodged. As per device's implant registration card, 3 electrodes were extra-cochlear since implantation. As per the patient's audiologist, the patient has 7 working electrodes and poor sound perception. In situ testing results were within normal limits. A revision surgery was conducted intended to reinsert the concerned device electrode array. However, after soft tissue growth was excised from around the array at the round window opening, visible damage was noted on several contacts. Thus, the patient was re-implanted with a new device during the same procedure. It was stated in the new device implant registration card that 3 electrodes were extra-cochlear and that round window ossification was observed.

Manufacturer narrative:
(B)(4). Conclusion: device investigations found minor damage to the active electrode likely caused by minute device mobility. However, as per received information, the device was not providing benefit to the patient due to a partial active electrode migration into the middle ear. A reinsertion of the active electrode was intended, but damaged was observed after soft tissue growth was excised. The patient was then re-implanted with a new device. The investigation results appear to match the symptoms mentioned in the patient report. This is a combined initial and final report.